Event description:
A malfunction code, malf 12, was reported. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.